Event description:
Reporter alleged customer obtained discrepant blood glucose values of 518 mg/dl back to back with a result of 171 mg/dl when testing was performed 1 minute apart on the compact system. Reporter stated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No report of any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.